Manufacturer narrative:
A visual evaluation was performed and found the stent was kinked in several locations throughout. The proximal tip was deformed from being crushed against the distal end of the push catheter. Based on the event description, the issue was identified during preparation and outside the patient. Most likely the stent was kinked while loading the stent during preparation. During manufacturing, the devices are 100% inspected for device functionality and integrity. Therefore, ¿handling damage¿ is selected for the most probable cause for the complaint. Deformation of the stent at the proximal tip typically occurs when the stent is attempted for deployment. The retuned condition of the device found residue on the entire device. Based on the amount of the residue found on the device, and the failure mode which occurs during the procedure, it is presumed that the user most likely tried to use the stent in the procedure despite the kinks that were identified during preparation. The kinks likely caused difficulty deploying the stent. Forcible attempt to deploy the stent likely caused deformation of the stent at the proximal tip. Therefore, ¿operational context¿ is selected as the cause for the failure mode of stent deformed identified during product analysis. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015.according to the complainant, during preparation and outside of the patient, the advanix biliary stent kinked while loading onto the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during preparation and outside of the patient, the advanix biliary stent kinked while loading onto the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of stent kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.